Event description:
It was reported that the atrial lead was dislodged due to twiddler¿s syndrome. The lead had high thresholds due to being out of the atrial chamber. It was also noted that the patient experienced extracardiac stimulation that felt like a hiccup in the stomach region. At the lead revision, there was tissue inside of the lead¿s helix and when an attempt was made to remove the tissue, the helix broke. The lead was removed and replaced. It was noted that the patient was taking part in the attain (B)(6) study. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Products: 6935m implantable tachy lead 2013 (B)(6); 4398 implantable pacing lead 2013 (B)(6). (B)(4).